Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the centrifugal pump display did not power up on the control module display as expected. The user reported that the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.